Manufacturer narrative:
Customer reports that they are unable to pass step 5 in the su-fota process pump vibrates but does not proceed, iphone, ios 16.4.1 diabetes updater 1.3.3 an attempt was made to reproduce the reported event using the ios updater app 1.3.2 installed on an iphone xr (ios 16.0.2) with pump 770g (update from sw 6.10.4 to 8.11.3). The issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the uidd d00467150 srs d00459457, uidd version j, and srs version g. After conducting a thorough investigation, it was observed that the updater app performed as expected and sent a command to the pump to start the update process. According to the pump team investigation pop-up was shown, but the customer ignored\cancelled fota update. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively:  proceed on the pump with all popups. Reboot the pump by removing the battery and holding the pump¿s ¿back¿ button until the screen turns off. The helpline has reported that despite multiple attempts to contact the customer to address the issue, they have been unable to respond. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer was unable to pass step 5 on the su-fota minimed 780g upgrade process. It was reported that the update was not working. Troubleshooting was performed but the issue could not be resolved. No harm requiring medical intervention was reported. The device was not expected to be returned for analysis.